Event description:
It was reported that eight days post uneventful stent implantation in the right internal carotid artery the patient experienced a single episode of grand mal seizure with jerking movements lasting 4-5 minutes and loss of consciousness lasting 1 hour. The patient was hospitalized and treated with dilantin and the event was considered to be resolved. There was no adverse patient sequela. No additional infromation was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of neurological event and seizure are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.